Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis leading to intervention are listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
This patient was enrolled in the mimics 3d USA post-market observational registry study. On (B)(6) 2021, the patient was implanted with one biomimics 3d (bm3d) stent. A 6.0 x 150 mm stent was used to treat a denovo lesion in the superficial femoral artery (sfa) middle third to proximal popliteal segment in the left leg. A contralateral approach was used and the lesion was prepared with pre-dilation using a percutaneous transluminal angioplasty (pta) balloon and atherectomy. The treated segment was post-dilated with a pta balloon. On (B)(6) 2021, the site identified a restenosis of treated segment (target lesion). It was reported as not related to the device and not related to the procedure but due to a worsening pre-existing condition. It was target lesion-related. The site reported that the proximal edge of the sfa stent was treated with laser and angioplasty. The intervention was performed on (B)(6) 2021 and included a bm3d stent placement in the sfa ostial to sfa proximal third, and pta/standard balloon angioplasty and laser/atherectomy. The segment treated was the safa ostial to tibial peroneal trunk (tpt). It was a target vessel revascularisation (tvr). The outcome was reported as resolved/recovered. The device remains implanted. Veryan reviewed this event on 09-dec-2024 and it was considered possibly related to the device.